Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy, suture pulled until it breaks due to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Manufacturer narrative:
Visual inspections were performed on the returned device. The reported suture break was observed as a needle to cuff miss. Analysis of the returned device also found a cuff tab detachment. Cuff tabs measure one one-hundredth (0.01) of an inch square and due to the extremely small size; a missing cuff tab is not visible without magnification and would not be noted by the user. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. Corrections: d4 - lot #, expiration date. D09, h3 - it was initially reported that the device would not be returning for analysis; however, the device was returned. H4 - device mfg date. H6 - type of investigation 4115 removed.

Event description:
It was reported that this was an arteriotomy closure of the calcified right common femoral artery with a proglide device using the pre-close technique via a 12f sheath hole prior to an interventional abdominal aortic procedure. Reportedly, the suture broke. The sutures of two new proglide devices were successfully pre-placed. The abdominal aortic procedure was completed with the 12f sheath. Hemostasis was achieved with the pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.